Event description:
During a coronary stent procedure, the physician experienced crossing difficulties. The lesion was pre-dilated and while advancing the express2 3.0 x 16mm through the guide catheter, resistance was encountered. The physician was able to advance the express2 3.0 x 16mm through the guide catheter, however, was unable to cross the lesion. The express2 3.0 x 16mm was removed and the physician used another manufacturer's stent.